Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse identified the monopolar and bipolar not firing and confirmed the customer reported complaint. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the integrated electro surgical unit (iesu) involved with this complaint to perform failure analysis. The iesu was analyzed and found the reported failure (monopolar not firing, m-02-3 error on start) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. A review of the procedure log showed a nephrectomy procedure that was performed on (B)(6) 2022 by the listed console surgeon on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by regulatory post market surveillance (rpms) analyst. Investigation revealed the following possible related system errors: iesu error: m-02. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the monopolar energy was not working after the start of the procedure, and the integrated electrosurgical generator unit (esu) was replaced to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, intuitive surgical inc. (Isi) clinical sales representative (csr) reported that the erbe generator was not providing any output and an error m-02-5 was present. Prior to calling in the issue, the customer power cycled the erbe with no change. Troubleshooting was further conducted, but despite the efforts, the issue persisted. The customer was able to locate xi and connect to the system and force triad to proceed with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.